Manufacturer narrative:
(B)(4). (B)(6). The product is being returned for analysis, however, it has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
Upon removing the 5f infiniti catheter from the packaging, it was reported that a puncture was observed. There was no patient injury as the device was not clinically used. Another device was used to complete the procedure. The product will be returned for analysis. The product was stored, inspected and prepped per IFU. There was no damage to the packaging. There were no sharp objects used on the device or near the device. Pictures are not available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: upon removing the 5f infiniti catheter from the packaging, it was reported that a puncture on the catheter was observed. There was no patient injury as the device was not clinically used. Another device was used to complete the procedure. The product will be returned for analysis. The product was stored, inspected and prepped per the instruction for use (IFU). There was no damage to the packaging. There were no sharp objects used on the device or near the device. Pictures are not available. A non-sterile cath f5 inf jr 4 100cm diagnostic catheter was received for analysis coiled inside a plastic bag. A 17 cm compressed section was observed that started at 35cm from the distal end; also, a kink was observed at 68 cm from the distal end. No cuts/punctures or other kind of damages were observed on the received unit. The whole catheter was reviewed under a microscope and no other anomalies than the ones explained above were observed during visual analysis. The ID and od were measured and results were found within specifications requirements. Review of lot 17351348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿catheter (body/shaft) ¿ puncture/cut-during prep¿ was not confirmed, since neither the visual or microscopic analysis observed this type of damage. The cause of compressed and kinked condition found on the catheter body could not be conclusively determined during the analysis. However, handling and storage factors may have contributed to the event reported. According to the IFU, users are cautioned to not use open or damaged packages as was done in this case. Controls are in place to verify the catheters for kink/bent and compressed conditions throughout the manufacturing process. Neither the product analysis nor the device history record review results suggest that these damages are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.